Manufacturer narrative:
B5: updated h6: impact code f2302 added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Right femoral access was obtained, the patient was given 17,000 units of heparin, versacross wire was advanced to superior vena cava (svc), short sheath exchanged for versacross connect dilator within a was sheath, tsp performed without issues or concerns. The pigtail loop of the wire was in the laa while the was sheath was advanced into the left atrium (la). The physician monitored via transesophageal echocardiography (tee). Pigtail catheter advanced into the laa. No contrast injections were performed as this physician does not use contrast. The 27mm wds was prepped by the scrub tech and physician at the sterile field using the manifold for flush. Pigtail catheter removed, wds was advanced. The laa anatomy had a tall pectinate bifurcating the anterior lobe from the posterior space and there was a small proximal trabeculation close to the ostium on the posterior side. The physician used tee and fluoroscopy imaging to bring the wds up to the laa, unsheathing to a flex ball, advanced 1-2mm into the anterior lobe. On tee the distal end of the device was in a safe spot in the anterior lobe and did not appear to be pushing on the back wall. The physician did a combination deployment. Initially, it appeared as though there might be a gap on the posterior side due to the tall pectinate preventing the closure device to fully open, however this was resolved after the tug. Two tugs were performed. The gap was closed, and the closure device met position with less than 1/3 shoulder seen in 90 and 135 view. Measurements were taken; compression was 30-33%. The closure device was scrutinized with color, and there were no leaks seen per imaging physician. Due to the higher range of compression, the physician tugged the device a third and final time. Tug was secure. Measurements were repeated, and the closure device continued to measure 30-33% compressed. Imaging physician reviewed a 3d of the device, position, anchor, size and seal (pass) criteria was reviewed and decision made to release the device. There was no shift or change of the closure device post release from core wire. Active clotting time (act) during the procedure was 354 seconds. Patient was given 30mg of protamine. Imaging physician performed post procedure effusion sweep and commented there was a little fluid in the pericardial space but did not believe that to be new or concerning. The patient was transferred to post anesthesia care unit (pacu) post procedure for initial recovery and was then transferred to pre-post for phase 2 recovery. In pre-post recovery, the patient complained of chest pain and had a drop in systolic blood pressure into the 80s. Bedside transthoracic echocardiogram (tte) revealed a new pericardial effusion. The patient was transferred urgently back into the catheterization lab for pericardiocentesis. The effusion at its largest measured approximately 4cm along the antero-lateral wall. There was visible thrombus along the heart wall within the pericardial space as well. The implanting physician performed the pericardiocentesis pulling off approximately 400ml of red blood, and systolic blood pressure had increased to the 130s. The pigtail pericardiocentesis drain was sutured into place and set to drain by gravity. The patient was then transferred to intensive care unit (ICU). A repeat tte was to be performed in a few hours to monitor the effusion. The drain was removed the next day, and the patient was discharged home (B)(6) 2025. It was further reported the patient received a blood transfusion.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Right femoral access was obtained, the patient was given 17,000 units of heparin, versacross wire was advanced to superior vena cava (svc), short sheath exchanged for versacross connect dilator within a was sheath, tsp performed without issues or concerns. The pigtail loop of the wire was in the laa while the was sheath was advanced into the left atrium (la). The physician monitored via transesophageal echocardiography (tee). Pigtail catheter advanced into the laa. No contrast injections were performed as this physician does not use contrast. The 27mm wds was prepped by the scrub tech and physician at the sterile field using the manifold for flush. Pigtail catheter removed, wds was advanced. The laa anatomy had a tall pectinate bifurcating the anterior lobe from the posterior space and there was a small proximal trabeculation close to the ostium on the posterior side. The physician used tee and fluoroscopy imaging to bring the wds up to the laa, unsheathing to a flex ball, advanced 1-2mm into the anterior lobe. On tee the distal end of the device was in a safe spot in the anterior lobe and did not appear to be pushing on the back wall. The physician did a combination deployment. Initially, it appeared as though there might be a gap on the posterior side due to the tall pectinate preventing the closure device to fully open, however this was resolved after the tug. Two tugs were performed. The gap was closed, and the closure device met position with less than 1/3 shoulder seen in 90 and 135 view. Measurements were taken; compression was 30-33%. The closure device was scrutinized with color, and there were no leaks seen per imaging physician. Due to the higher range of compression, the physician tugged the device a third and final time. Tug was secure. Measurements were repeated, and the closure device continued to measure 30-33% compressed. Imaging physician reviewed a 3d of the device, position, anchor, size and seal (pass) criteria was reviewed and decision made to release the device. There was no shift or change of the closure device post release from core wire. Active clotting time (act) during the procedure was 354 seconds. Patient was given 30mg of protamine. Imaging physician performed post procedure effusion sweep and commented there was a little fluid in the pericardial space but did not believe that to be new or concerning. The patient was transferred to post anesthesia care unit (pacu) post procedure for initial recovery and was then transferred to pre-post for phase 2 recovery. In pre-post recovery, the patient complained of chest pain and had a drop in systolic blood pressure into the 80s. Bedside transthoracic echocardiogram (tte) revealed a new pericardial effusion. The patient was transferred urgently back into the catheterization lab for pericardiocentesis. The effusion at its largest measured approximately 4cm along the antero-lateral wall. There was visible thrombus along the heart wall within the pericardial space as well. The implanting physician performed the pericardiocentesis pulling off approximately 400ml of red blood, and systolic blood pressure had increased to the 130s. The pigtail pericardiocentesis drain was sutured into place and set to drain by gravity. The patient was then transferred to intensive care unit (ICU). A repeat tte was to be performed in a few hours to monitor the effusion. The drain was removed the next day, and the patient was discharged home (B)(6) 2025.